Event description:
We received a report that there was no second haptic when a z900200215 intraocular lens (iol) was removed from the box. The initial report indicated there was no patient contact. In follow up the reporter indicated there was patient contact. The doctor removed the lens when he noticed the second haptic was missing. The detached haptic was found in the cartridge. The incision was enlarged and the iol was removed from the patient's left eye. Another iol of the same diopter and brand was placed in the eye. No patient injury reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection. At 10x microscope magnification reveals that one of the haptics lens was broken. The probable cause of the condition of the lens could be associated with the handling technique. There is no indication that is a manufacturing related complaint. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.